Event description:
Saline implants from bilateral mastectomy rupture. This has been reported to mentor corp and they state it's been forwarded to you. Implant #'s-ref 354-2915 lot 221349. I find mentor responsible for this. They have lied annd covered up. It's outrageous and unacceptable. When I asked all the right questions before my implants went in, I was lied to and am finding that out now. My doctor states that my implant had a wrinkle and rubbed and made a hole. When asked about breakage back at the beginning of all this, he said it would take an "act of god or a terrible car wreck to bust these. Maybe he is just as uniformed as I was.